Event description:
As part of a legal dispute, intuitive surgical received information regarding a patient who underwent a da vinci robotic sigmoid colon resection for sigmoid diverticulitis on (B)(6) 2012. Intuitive surgical was provided with the operative report. There was no indication of a malfunction of the da vinci surgical system, instrument or accessory during surgery. There was no report of an intraoperative complication although one is implied by later events surrounding injury to spleen. On (B)(6) 20112 the patient underwent a robotic sigmoid colon resection. Noted some issues with robotic instrumentation at some points, and had to change up operative technique. On (B)(6) 2012, the patient was taken back to surgery emergently for post operative hemorrhage. Noted splenic injury and had to remove the spleen. Received massive blood transfusions. Patient was discharged home on (B)(6) 2012 and was in stable condition. Patient was advised that their activity be limited for 6 weeks.

Manufacturer narrative:
Based on the information provided, intuitive surgical has not determined the root cause of the post- surgical complications experienced by the patient. No previous complaints was reported relating to this event. A follow-up MDR will be submitted if additional information is received. This complaint is being reported due to the following conclusion: the operative report indicated that after undergoing a da vinci surgical procedure the patient suffered post -surgical complications.